Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head either breaks off or otherwise comes partially disconnected from the mechanism that allows it to rotate - oral-b [device breakage] . Case narrative: consumer via e-mail reported that the oral-b brush head either breaks off or otherwise comes partially disconnected from the mechanism that allows it to rotate. No injury was reported.

Event description:
Toothbrush head either breaks off or otherwise comes partially disconnected from the mechanism that allows it to rotate - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b brush head either breaks off or otherwise comes partially disconnected from the mechanism that allows it to rotate. No injury was reported. 07-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
07-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.